Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia and nausea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and nausea to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dyspareunia (painful sexual intercourse},dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nausea. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged menses. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, nausea and abdominal pain lower was resolving and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) - bilateral occlusion. Impression: bilateral essure tubal occluder devices are in appropriate positioned with expected post procedural absence of tubal patency. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), abdominal pain lower were added. New reporters, plaintiffs information added. Concomitant conditions and outcome for events were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged menses and endometriosis. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain") and endometriosis ("endometriosis."). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, nausea and abdominal pain lower was resolving and the vaginal haemorrhage and endometriosis outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) - bilateral occlusion. Impression: bilateral essure tubal occluder devices are in appropriate positioned with expected post procedural absence of tubal patency. Lot number: 838568 manufacture date: 2011-03 expiration date: 2014-03 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Event :endometriosis were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prolonged menses. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, nausea and abdominal pain lower was resolving and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, nausea and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Current weight 219lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified), bilateral occlusion. Impression: bilateral essure tubal occluder devices are in appropriate positioned with expected post procedural absence of tubal patency. Lot number: 838568 manufacture, date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.